Event description:
Medtronic received information that prior to the implant of the implant of this 29 mm transcatheter bioprosthetic valve, the valve was loaded once, with no misload reported. The valve load was verified. A pre-balloon aortic valvuloplasty (bav) was performed with a 18mm non-medtronic balloon but the minimum diameter was 20mm. It appeared the bav was too small and was conservative. The annulus, bicuspid anatomy and slightly tapered left ventricle did not allow for the valve to fully expand and an infold was observed all theway to 80% on the initial deployment attempt. A second deployment attempt was performed and the valve appeared to have an infold again. A decision was made to downsize to a 26mm valve. The valve was implanted successfully with no issues. No adverse patient effects were reported.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed the device was received via fedex from the galway return product analysis lab in clear 0.2% glutaraldehyde solution. The galway receiving notes states that the valve was returned along with the delivery system packaged separately. The valve appeared blood-stained with a partially crimped skirt. All leaflets were flexible and intact with signs of creases possibly associated with the crimping and recapturing process. Leaflets 1 and 3 were in a closed position. Leaflet 2 appeared partially open. All commissures appeared intact the valve was submerged in warm saline; valve frame expanded. The valve was then placed in a cold saline bath to perform loading simulation per instructions for use. Upon loading, both frame paddles appeared seated within the paddle attachment pockets. The capsule was advanced covering the frame paddles and outflow crown struts. The capsule was advanced until the capsule guide tube covered the commissure pad of the valve. The inflow cone was advanced to crimp the inflow portion of the valve. The capsule was fully advanced over the valve; no visual or tactile anomalies were noted. The valve was deployed in a warm saline bath. The deployment knob was rotated to expose the valve at the inflow. The valve continued to be deployed up to the point of no recapture; no anomalies were noted. The valve was fully deployed. No images were captured of the full deployment; however, no anomalies were noted during the full dep loyment. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.